Manufacturer narrative:
It was stated that the a/c power cord was damaged. The investigation of the affected cable winch (11364154) indicates that the insulating skin of the mains cables has been broken due to excessive and too many bends. The correct handling for system movement is described in the operator manual xpr8-280g.620.01.02.02 (chapter 3.7.3_disconnection the power cable). The operator needs to hold the plug part to unplug the mains cable instead of holding the cable body to directly pull it out. Also, the power plug should be held in one hand while the cable is rewinding. According to the information received the customer did not perform a daily inspection, which most likely would have revealed the defective cable. In general, it is recommended for customer to perform a daily inspection of mains plug and cable for any damage (operator manual xpr8-280g.620.01.02.02 chapter 6.1.1_daily checks). The cable winch was already replaced by service technician at the customer site. Shs internal post market surveillance does not indicate a general problem with the spare part. The complaint is closed with this statement and without further measures.

Event description:
Siemens healthineers became aware of an issue with the mobilett elara max system. During preventive maintenance the siemens customer service engineer (cse) discovered that the a/c power cord was damaged where it clamps into the power plug. The ground wire was broken, and the neutral wire was exposed. There was no injury communicated in association with the damaged power cord. It is assumed that in a worst-case scenario the user might receive an electrical shock due to the issue, resulting in death. To date, siemens healthineers is not aware of any serious injury or death due to this reported issue.

Manufacturer narrative:
H3, h6: manufacturer¿s initial actions (corrective and/or preventive): no general problem has currently been detected for the installed base which requires an immediate action. Manufacturer's preliminary analysis: the root cause of the damage to the power cable has not yet been identified. The investigation is ongoing. Additional information was requested for investigation. If additional information is received during the investigation, a supplemental report will be submitted upon completion of the investigation.